Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedic trauma, the first hospital of jilin university, china ¿. The title of this report is, ¿comparison of internal fixation with gamma3 long nails and intertan nails in the treatment of seinsheimer type v subtrochanteric femoral fractures in elderly patients ¿, published on june 01, 2019, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at http://dx.doi.org/10.1097/md.0000000000016140. This report includes an analysis of the clinical data that was collected on 28 patients. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 4 patients experienced deep venous thrombosis.

Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged 4 patients that experienced deep venous thrombosis (dvt) could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. Additionally, the device history record could not be reviewed because the affected lot number(s) was not communicated. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.